Manufacturer narrative:
One returned pencil was confirmed to self-activate in the coag mode during testing. Internal examination of the switch determined that the internal idc pins were below production targets. This condition may occur when the customer uses excessive force on the switch causing the pins to move downward. The customer exerting excessive activiation force may be related to an attempt to use a pencil that has either reached its life expectancy and/or is functioning intermittently. Modifications to the switch base have occurred which limits the travel of the idc pins, thus preventing this condition from recurring. This failure mode is detectable via a loss of tactile feel and the audible generator tone should the pencil remain on. Product labeling indicates that a pencil should be tested following reprocessing to ensure the product is working properly.

Event description:
The customer reports that the pencil self-activated in the cut mode.